Event description:
It was reported the cannula deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The cannula was not seen past the bottom housing. The download data showed that the device went through 45 pulses, all of which were first prime before being deactivated, indicating why the device did not deploy. The bottom housing, environmental seal and cannula window were inspected for any damages and none were found. No observation during the investigation found that needle to deploy early. No other damages or deficiencies were observed during the investigation; the device was found to function as intended.